Event description:
The dealer states when the chair is going from tilt to upright, about halfway up, the seat will drop forward about an inch, then continue to travel to upright position. This actuator was installed (B)(6) of 2013.